Event description:
This syncardia hand pump was not in use with a pt. The syncardia hadn pump is an accessory to the syncardia temporary total artificial heart (tah-t) system. It is a manually-operated piston-type pump that is intended to provide pulses of pneumatic pressure through the right and left drivelines. It is intended for hospital use only to provide backup operation to support the syncardia tah-t for short time durations. The customer reported that while performing a routine checkout, a ratting sound was heard, and a screw was loose inside the hand pump. The hand pump will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4).

Event description:
This syncardia hand pump was not in use with a patient. The syncardia hand pump is an accessory to the syncardia temporary total artificial heart (tah-t) system. It is a manually-operated piston-type pump that is intended to provide pulses of pneumatic pressure through the right and left drivelines. It is intended for hospital use only to provide backup operation to support the syncardia tah-t for short time durations. The customer reported that while performing a routine checkout, a rattling sound was heard, and a screw was loose inside the hand pump. Hand pump s/n (B)(4) was returned to syncardia for evaluation. Inspection of the exterior of the hand pump revealed scratches on the housing, a missing rubber foot, a rattling sound emanating from the interior of the hand pump, and a handle that did not initiate pumping action. The loose part as reported by the customer was confirmed. The hand pump was tested for functionality and failed because the hand pump handle did not actuate the piston cylinder assembly. The malfunction of the hand pump as reported by the customer was confirmed. Visual inspection of the interior of the hand pump revealed broken pem nut bosses and standoffs, a pem nut affixed to the mounting screw of the handle bracket, a dislodged handle pivot pin (confirmed loose part as reported by the customer, which results in a hand pump malfunction), and a kinked tube. Although the root cause for the customer reported loose part and hand pump malfunction are not known, based on the evidence provided in the investigation, it is likely that the hand pump experienced an impact shock. The device was not in use with a patient at the time of the customer reported issue. Despite the customer reported issues, risk to a patient was low because the hand pump is an accessory to the companion 2 driver. The hand pump was taken out of service. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.